Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image sensor unit and the video connector short-circuited, accompanied by an air leak from the universal cord. Additionally, the image sensor unit disconnected at the bending section and short-circuited, leading to the following events: the distal end section image disappeared during the angulation operation, the distal end section image displayed error e216, the connector section's ID function malfunctioned. The event can be detected by handling the device in accordance with the following instructions for use (IFU): operation manual, chapter 3 "preparation and inspection", section 3.8 "inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the flex deflectable videoscope exhibited no image during angulation in the right/left directions and a scope communication error: e216, due to a damaged charged coupled device. In addition, there was no scope circuit board data. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.